Event description:
It was reported that the pump exhibited a system failure and that it was time for maintenance. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were not broken or missing, and the right plunger case was cracked. Error code advisory for maintenance recommended was found in the ehl (event history log). The customer reported issue was confirmed that the annual preventive maintenance reminder alarm was found upon power up. Root cause of the reported issue is that the annual preventive maintenance reminder alarmed, but no fault was found. Performed preventive maintenance and all functional testing. The reported product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 01-aug-2022 via email and attached to complaint object: no, it did not occur during patient use. H6: event problem and evaluation codes: updates not required., correction: model number: 3500.